Event description:
It was reported that this implantable pacemaker was suspected to have premature battery depletion (pbd). Furthermore, there were differing longevity estimates given over the last 18 months. Requested data analysis from technical services (ts). Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, and a replacement interval was discussed. At this time, this device remains in service. No adverse patient effects were reported. Received additional information the device was explanted and replaced successfully with no patient complications. The explanted device is expected to return for analysis. Outside of the revision, no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this implantable pacemaker was suspected to have premature battery depletion (pbd). Furthermore, there were differing longevity estimates given over the last 18 months. Requested data analysis from technical services (ts). Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, and a replacement interval was discussed. At this time, this device remains in service. No adverse patient effects were reported. Received additional information the device was explanted and replaced successfully with no patient complications. The explanted device is expected to return for analysis. Outside of the revision, no adverse patient effects were reported. The device has returned for analysis.

Event description:
It was reported that this implantable pacemaker was suspected to have premature battery depletion (pbd). Furthermore, there were differing longevity estimates given over the last 18 months. Requested data analysis from technical services (ts). Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, and a replacement interval was discussed. At this time, this device remains in service. No adverse patient effects were reported.